Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2010 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2208-50. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: st linear lead 50cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. It was noted that there was no device issue. No further information could be obtained.